Event description:
The company was informed that only partial electrode insertion was achieved during the initial implant surgery. The pt's electrode array was repositioned in 2008. The company was informed that the new cochleostomy was drilled to assist with repositioning of the array. The pt continues to be monitored by the clinic.